Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: according to the information received, during an unknown dental and oral surgery, the suture was broken during continuous suturing. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one used needle/suture piece of product code z494 was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece was observed with body fluids and the end was observed broken due to use of surgical instrument. The product code z494 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown dental and oral surgery on (B)(6) 2021 and suture was used. During the procedure, the suture was broken during continuous suturing. No adverse patient consequences were reported. Additional information was requested.